Manufacturer narrative:
B3: 2025 was the year of the event but there were various days of the event, and specific days were not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the issue is that the pilot port was retracting into the pilot balloon when inflated with water. Device retrieved from the patient and supplied a new one. The patient has used it for 4 times. Patient is safe, device removed from the house. Datix to be done and tertiary hospital informed about the problem. Defective device removed from the patient and new one provided. The defect was found when the tube was in situ of the patient. Only 1 item was affected, which was used for 4 weeks only. It was found by parents and replaced it with a new tube. There was patient involvement and no patient harm/adverse vent reported.

Manufacturer narrative:
D9 - date returned to mfg: 7-nov-2025. H3: one used sample and syringe were received for device analysis. Visual inspection was performed, and no physical damage or other anomalies were observed. Functional testing was performed where the trach was inflated with the 5ml syringe attached to the pilot balloon of the tube and slowly inflated with 5ml of sterile water. The cuff inflated with no evidence of the pilot port retracting into the pilot balloon. The customer¿s issue could not be confirmed.